Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The reported complaint cannot be confirmed based on the information that has been provided. The device history record (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Event description:
Additional information was received as follows: ¿it was reported that the air was not being detected in the pump."

Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device, a probable cause is unable to be determined. (B)(6).

Event description:
A medsun mandatory medwatch report was received that stated, ¿pt had blood backing up the line (did not get to the filter) in evening, caught by rn when she came to assess pts dressing. She flushed the line to remove the blood back up and resolved issue. 30 minutes later, blood backup up again, per parents pt was crying very hard after dressing had been reinforced. Attempted to use gravity to return blood, however was not returning. Flushed line again at main line and blood cleared. Blood had also backed up to the other side of the bifurcate up to where the medline was clamped, attempted to flush this side, but would not flush. Clamped it back off. And with the assistance of break nurse, changed out bifurcate and medline using strerile procedure. As the main ivf tubing was not compromised this was connected to the new bifurcate. When the main ivf tubing was disconnected from the old bifurcate air appeared in the lower portion of the line up to the level of the filter. All of this air was removed from the line by opening the clamp to the free flow before reconnecting the line to the patient. Sterile procedure was observed throughout". The event occurred in the patient¿s room at the hospital. There was patient involvement and no patient harm was reported.